Manufacturer narrative:
A review of the manufacturing documentation associated with this lot # 17498691 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
It was reported that during a (B)(6) case, the saber 8mmx4cm 90 balloon was delivered to the lesion and inflated, however it ruptured over its rated burst pressure and the balloon separated. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted to the device when it was taken out of the packaging. There were no difficulties removing the device from the packaging, removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU and prepped normally (i.e. Maintained negative pressure). The separated fragment was removed by a snare catheter. A new balloon catheter was used to complete the procedure successfully. The user commented that one cause of this separation was because pressure over the balloon¿s rated pressure was applied. The product was clinically used and it will be returned for analysis. Additional procedural details were requested but are unknown.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. It was reported that during a shunt case, the saber 8x40mm 90cm percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion and inflated. However, it ruptured over its rated burst pressure (rbp) and the balloon separated. The separated fragment was removed by a snare catheter. A new balloon catheter was used to complete the procedure successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted to the device when it was taken out of the packaging. There were no difficulties removing the device from the packaging, removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU and prepped normally (i.e. Maintained negative pressure). The user commented that one cause of this separation was because pressure over the balloon¿s rated pressure was applied. Additional procedural details were requested but are unknown. One non-sterile unit of a saber 8mm4cm 90cm pta catheter was received coiled inside a plastic bag. Per visual analysis, it was noted that the balloon was received burst and separated from the saber body. Only a portion of the separated/burst balloon was received for analysis. The distal section of the separated inner/outer body was not received for analysis. No other issues were found during visual analysis. The unit was sent to the scanning electron microscopy (sem) analysis in order to find the potential cause of the balloon burst and separation. Sem analysis results showed that the area of the balloon separation presented evidence of elongations and frayed edges. These characteristics were also observed on the inner body at the area of separation. Plastic deformation, elongations and frayed edges are common characteristics in which material were stretched/pulled until separation. No defects, such trails, inclusions, fish eye and other material defects, were observed during the inspection of both sides of the balloon. The cause of the balloon burst could not be established through this analysis. A device history record (DHR) review of lot 17498691 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst above rbp¿ and ¿balloon separated in patient¿ was confirmed through analysis of the returned device. The cause of the balloon burst and the separation found could not be conclusively determined during the analysis. Based on the limited information available for review, procedural and handling factors (inflating the balloon above rbp) likely contributed to the balloon rupture and subsequent separation as evidenced by the elongations and frayed edged noted during the sem analysis. As warned in the IFU, which is not intended as a mitigation, ¿do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent overpressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.